Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus element mr ous 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage. Proximal strut segments 1 and 2 were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. The hypotube was not broken at any point. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 3x28mm, concentric target lesion with a lesion bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 2.25x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion and the stent shaft got broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR : the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 3x28mm, concentric target lesion with a lesion bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 2.25x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion and the stent shaft got broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.